Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device¿s balloon did not insufflate. There is no patient involvement reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: prior to insertion the device¿s balloon did not insufflate. Another balloon was used to complete the case. No patient injury or medical/surgical intervention required. Patient status is good.

Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the trocar balloon; lock collar and obturator appeared intact. The inflation syringe was received. Pmv performed functional testing, the balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.